Event description:
A hospital staff member was transporting a multi-tiered rack of instruments through the facility using a transfer cart. While entering an elevator, the cart wheels became stuck in the gap between the building floor and elevator car. The rack of instruments fell towards the staff member, who grabbed it to prevent it from falling off of the transfer cart. The staff member then lifted the instrument rack and cart out of the gap and into the elevator. The staff member reported that this resulted in neck, shoulder and arm strain.

Manufacturer narrative:
This incident was not reported to sters corporation, but discovered by a steris field service technician (fst) during a conversation with the hospital staff on a visit to this hospital at a later date. Transfer carts are designed to move instrument racks within a department, e.g., within the central service department from a sorting table to a washer-disinfector. The wheels on the cart are sized for the guides that run into the washers. The wheels on the transfer cart involved in this incident were examined, and adjusted to ensure alignment with the washers.